Manufacturer narrative:
Bottle 11 (xylene) was removed from the instrument for approximately 20 seconds at 16:01pm on (B)(6) 2016; and for four (4) seconds at 16:02pm on (B)(6) 2016, which is not sufficient time to complete manual replacement of the reagent in either instance, and the station properties of the corresponding reagent station were reset at 16:01pm and 16:02pm on (B)(6) 2016. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocol started in retort a at 16:19pm on (B)(6) 2016, which completed successfully at 07:55am on (B)(6) 2016, and comprised 103 cassettes. Based on analysis of the instrument logs provided, it is considered that sub-optimal tissue processing is also likely to have been derived from the "factory 12hr xylene standard" protocol started in retort b at 16:20pm on (B)(6) 2016, which completed successfully at 07:55am on (B)(6) 2016 and the "factory 2hr xylene standard" protocol started in retort a at 11:02am on (B)(6) 2016, which completed successfully at 13:12pm on (B)(6) 2016. These protocols comprised 100 cassettes and three (3) cassettes respectively, based on data entered into the instrument software by the user. The reagent in bottle 11 (xylene) was used for the first time in the final clearing step of the "factory 12hr xylene standard" protocol started in retort b at 16:20pm on (B)(6) 2016; and was subsequently then used for the final clearing step of the "factory 2hr xylene standard" protocol started in retort a at 16:19pm on (B)(6) 2016 and the "factory 2hr xylene standard" protocol started in retort a at 11:02am on (B)(6) 2016. Although the user affirmed in the instrument software that the concentration in bottle 11 (xylene) was to be set to default value of 100% at 16:02pm on (B)(6) 2016, the actual xylene concentration in bottle 11 remained unchanged at 70.0% because the reagent had not been replaced. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 11 (xylene) was used in the final dehydration step of the "factory 12hr xylene standard" protocol started in retort b at 16:20pm on (B)(6) 2016; the "factory 2hr xylene standard" protocol started in retort a at 16:19pm on (B)(6) 2016 and the "factory 2hr xylene standard" protocol started in retort a at 11:02am on (B)(6) 2016. The minimum final reagent concentration required for xylene is 95%. The consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 12hr xylene standard" protocol started in retort b at 16:20pm on (B)(6) 2016; the "factory 2hr xylene standard" protocol started in retort a at 16:19pm on (B)(6) 2016 and the "factory 2hr xylene standard" protocol started in retort a at 11:02am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples processed in retort a. The complainant advised that all the affected tissue samples were diagnosable following re-processing. On (B)(4) 2016, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reviewed the instrument logs and noted that error code "1401" had been recorded in the instrument logs for bottle 11, which indicates that bottle 11 have been removed from the instrument for insufficient time to complete manual replacement of the reagent and the corresponding reagent station had been reset. The fss advised the complainant to replace the reagent in all bottles designated for xylene and the wax in all wax baths; and to perform a validation run(s) using non diagnostic samples before processing any further diagnostic tissue samples.